Event description:
It was reported that the cross arm and flip flop brakes on the 9800 system were loose. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The brakes were adjusted during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint.